Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding line leaked at the point where the clear tubing is fused into the purple spike connector.

Manufacturer narrative:
The device history record review shows no issue was detected during the manufacturing process. Four used samples were received outside of their original package. The samples were visually and functionally inspected. During the functional inspection a leak was detected between the connection of the tubing line and the cross spike connector. Reported failure mode will be treated as confirmed related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened to address the reported issue. These actions are designed to prevent the re-occurrence of the reported defective condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.